Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low voltage lead failed the screw deployment test prior to the implant. Physician reported that maximum number of recommended turns were exceeded to fully deploy the screw during the test. The lead was never implanted in the patient. A new lead was successfully used. No patient complications have been reported as a result of this event.